Event description:
During troubleshooting for a check lines and bags alarm, it was found that the home patient (hp) disconnected without capping off the patient line when receiving this alarm and realized therapy was not over and reconnected. The technical service representative (tsr) explained to the hp not to reconnect once disconnecting. The patient line was not capped off. The tsr assisted to end therapy and advised to let the nurse know about reconnecting and not completing therapy. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue. Complaint is confirmed because during trouble shooting of an alarm situation check lines and bags, patient disconnected self then realized therapy was not over and reconnected using poor aseptic technique. The assignable cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.